Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The pump alarmed during the basic occlusion test due to a loose / protruded drive support disk. The pump was received with a cracked case at the display window corners and display window. The pump also had broken battery tube threads, minor scratches on the lcd window, and missing end cap sticker.

Event description:
It was reported that the customer had a prime rewind on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer states they are receiving an a33 alarm. The troubleshooting was performed. The customer states the drive support cap is sticking out. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. It was explained to the customer the cause of the a33 alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the insulin pump will need to be replaced.